Event description:
It was reported that the clinician hung amicar (aminocaproic acid) drip to infuse through a pump module at correct rate using epic (hospital's electronic health record) and scanning but had to change the pump module amicar was infusing on to allow the nurse to use that pump module for a different drug/flush set up . However, the user inadvertently manually programmed the pump to bolus, and amicar was bolused over 1 hour and 15 mins instead of over 24 hours. It was mentioned that the clinician recall seeing a "yellow screen" alert during the manual programming. It was also stated that the guardrails drug library selection was aminocaproic ivpb vs aminocaproic inf and it appears a rate of 250 ml/hr with a vtbi of 250 ml was eventually programmed. There was patient involvement and the issue resulted in altered mental status. The patient was transferred to intensive care unit and was started on keppra. Per bd interoperability team's analysis of the hl7 data, it was found on the record that the user manually programmed the infusion but selected the incorrect guardrail option. The user did receive two guardrail soft alerts and both were overridden. The option selected manually was "amikacin" (instead of the intended amicar). Amikacin is an intermittent infusion with initial duration value of one hour, and the user overrode the alerts on the pump and went to the next screen to program the rate/vtbi/duration. The rate was calculated from the diluent volume of 250ml and duration 1 hour (250ml/hr).

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the clinician hung amicar (aminocaproic acid) drip to infuse through a pump module at correct rate using epic (hospital's electronic health record) and scanning but had to change the pump module amicar was infusing on to allow the nurse to use that pump module for a different drug/flush set up . However, the user inadvertently manually programmed the pump to bolus, and amicar was bolused over 1 hour and 15 mins instead of over 24 hours. It was mentioned that the clinician recall seeing a "yellow screen" alert during the manual programming. It was also stated that the guardrails drug library selection was aminocaproic ivpb vs aminocaproic inf and it appears a rate of 250 ml/hr with a vtbi of 250 ml was eventually programmed. There was patient involvement and the issue resulted in altered mental status. The patient was transferred to intensive care unit and was started on keppra. Per bd interoperability team's analysis of the hl7 data, it was found on the record that the user manually programmed the infusion but selected the incorrect guardrail option. The user did receive two guardrail soft alerts and both were overridden. The option selected manually was "amikacin" (instead of the intended amicar). Amikacin is an intermittent infusion with initial duration value of one hour, and the user overrode the alerts on the pump and went to the next screen to program the rate/vtbi/duration. The rate was calculated from the diluent volume of 250ml and duration 1 hour (250ml/hr).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.